Event description:
In 2009, this pt was taken into the operating room for the treatment of an aortic abdominal aneurysm. The physician couldn't advance a trunk-ipsilateral leg component. Attempts were made with two different sheaths and devices. The pt had iliac tortuosity, a previously placed tube graft, and an iliac stent in the right common iliac. The pt was closed up and no further complications were reported. The following month, the pt expired. Cause of death was ischemic bowel.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.